Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes no output and a loss of capture during the implant procedure.~~~~~~~~~